Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's admission status was not updated in the pyxsis server, which resulted in a delay to patient care. A technical support specialist instructed the customer that adt needed to resend the admission messages in order to preadmit the patient admission. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient admission status was not updated. Also, the patient did not show up at the medstation to remove medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.